Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleged issue: "the connection to the flowmeter was unstable and leaked air." No pt injury reported.